Event description:
It was reported that the pk dissecting forceps instrument was defective. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Conclusions: the instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests and found the instrument to pass both recognition and engagement testing. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly and is fully functional. Results & conclusions: engineering also observed the distal end of the main tube to have a .225" long deep scratch with material removed. The scratch is not aligned with the tube axis and may have been caused by an instrument collision. No other damage found. Conclusions: the endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.